Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that they experienced high blood glucose level. Customer's blood glucose level was 549 mg/dl at the time of incident. Customer's blood glucose level was 487 mg/dl at the tome of call. Customer stated that retainer ring of insulin pump was broken. Customer stated that insulin pump was dropped. Customer stated that reservoir was not able to lock in place. Customer declined the troubleshooting for high blood glucose. It was unknown that the auto mode feature was active or not at the time of event. The device will be returned for analysis. Frn-unk-rsvr, unomed inf set.